Manufacturer narrative:
G4: 03oct2019; b4: 03oct2019. The philips service technician walked the customer through the adjustment of the test regulator within the acceptable range. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported high pressure leak test failed. No patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported high pressure leak test failed. No patient involvement.